Manufacturer narrative:
The user received the sensor replacement alert for the first time on (B)(6) 2025, day 126 after insertion. The sensor was tested in-house, and the review of investigation analysis revealed a loss of chemical performance. The system correctly disabled the sensor when it detected the performance failure, and the system's self-test functions were working normally. The root cause of the performance failure was due to the sensor's hydrogel oxidation. As part of resolution, a return material authorization was issued for sensor replacement. B4. Date of this report 03 nov 2025. G3. Date received by the manufacturer? 03 nov 2025. H3. Device evaluated by manufacturer? Yes. H6: method code updated to 10. H6: result code updated to 3231. H6: conclusion code updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 04 aug 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.